Event description:
Viality lipoaspirate supply not functioning, not able to suction with the product. Lid not creating suction. Tested all other items related to the equipment, and found to be a problem with the seal at the top of the product